Manufacturer narrative:
This report is submitted on 2 october 2020.

Manufacturer narrative:
This report is submitted on august 31, 2020.

Event description:
Per the clinic, the device had migrated out of the cochlea. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.